Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level for no reason. Blood glucose level at the time of the incident was 386 to 400 mg/dl range which was treated. Customer declined troubleshooting and declined to check the insertion site. The insulin pump was replaced and customer agreed to return the product for analysis.